Manufacturer narrative:
Additional information: h6.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for an implant. During the operation, the right atrium lead was unable to be fixed when it was placed on the right atrium. The physician attempted several times to reposition the lead was failed. The lead was replaced. The patient was stable.